Manufacturer narrative:
D.4 device expiration date: unknown . H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd maxplus pressure rated extension set was damaged causing leakage. The following information was provided by the initial reporter: leaking the connector is difficult to tighten possibly due to a misalignment of the center portion of the connector and this is causing both leaks and loss of IV access due to the force required to attach the device.

Manufacturer narrative:
H.6. Investigation summary: one photo was received for quality investigation. The customer complaint of component damage - leak could not be verified. Evaluation of the photo submitted does not clearly depict that the luer collar is misaligned, or damaged, causing leakage at the connection location. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd maxplus pressure rated extension set was damaged causing leakage. The following information was provided by the initial reporter: leaking the connector is difficult to tighten possibly due to a misalignment of the center portion of the connector and this is causing both leaks and loss of IV access due to the force required to attach the device.